Manufacturer narrative:
Suspect device received on october 07, 2021. Device evaluation completed on october 12, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 750cc returned device. Leak testing was performed, according to the mentor procedure, and no leak sites were detected during the analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
One mentor memorygel, 750cc breast implant received in product evaluation lab on (B)(6) 2021 with no complaint information attached and could not be associated with an existing complaint. Follow-ups were performed but no information was provided did not help associate the device with any existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery.